Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned for evaluation. Evaluation of the device did not confirm the reported malfunction that the device would not turn on. During evaluation, a secondary finding was made. The status indicator was showing "do not use". Investigation determined that the cause of the malfunction was due to an intermittent connection between an ic (integrated circuit) and its socket on a printed circuit card assembly. This type of error message is an indication that the device is unable to synchronize data communication within the device in a prescribed timeframe. The printed circuit card was replaced to restore device operation. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.

Event description:
The customer reported that a battery was installed and the unit did not turn on. Problem noticed during normal maintenance check.